Event description:
About 4 or 5 mns into a transurethral microwave treatement procedure, the physician noticed the cooled thermocath (ctc) had moved. The physician then pulled on the catheter and noticed that the balloon was deflated. The procecure was successfully completed with another catheter. No pt injuries occurred and the pt status is reported as "fine".